Event description:
The lead was capped on (B)(6) 2011 as they were unable to remove lead from device. The procedure took place at (B)(6). The physician was (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).